Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: a review of the black box data showed no drastic voltage fluctuations or errors, alarms, or warnings related to the event. A visual inspection of the pump showed that the battery compartment was cracked. No evidence of moisture was observed in the battery compartment. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing. Unrelated to the complaint, the cartridge compartment was cracked. The display screen was dim and discolored. The audio bolus button was torn but responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.